Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort in the inguinal area due to herniated reservoir. The reservoir had migrated from its original position to the inguinal area. A surgical procedure was performed during which the reservoir was removed and replaced. No patient complications reported.